Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) could not be interrogated after the patient was lost to follow-up for five years.